Manufacturer narrative:
Initial investigation based on the lot history records review confirmed that the guidewires were manufactured according to the specification. The required tests and inspections were performed and passed. The guidewire samples are currently undergoing sem analysis.a follow up report will be provided.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified lesion in the popliteal artery. A high torque (ht) connect guide wire was advanced in the patient anatomy, however something felt wrong. The guide wire was removed without resistance and the guide wire was found broken [separated]. The guide wire was inspected, and looking through imaging, it was determined no segment of the guide wire was left inside the vessel. The ht guide wire was replaced with an unspecified guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device lot history records has shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. Investigation of the returned device has indicated that it was manufactured to the correct specification. The dimensions, except the guidewire coil length, were found to be in the specification. The guidewire fractured samples (distal and proximal side of fracture) were sent for sem analysis. There was found presence of voids on the fracture surface which indicated that the fracture was ductile in nature. The fracture surfaces showed that the mode of failure was due to excessive torsional loading of the guidewire. This is evident by the swirling nature of the voids on the fracture surfaces in the micrographs. The fact that the voids were found to be elliptical shaped proofed that the failure was due to torsional loading. It is therefore likely that the guidewire fractured after being challenged beyond its design capabilities during the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified lesion in the popliteal artery. A high torque (ht) connect guide wire was advanced in the patient anatomy, however something felt wrong. The guide wire was removed without resistance and the guide wire was found broken [separated]. The guide wire was inspected, and looking through imaging, it was determined no segment of the guide wire was left inside the vessel. The ht guide wire was replaced with an unspecified guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.